Event description:
Technician alleged that the ground reading is out of range on the bed. No patient impact.

Manufacturer narrative:
The technician found a loose ground pin on the power cord plug. The technician replaced the power cord plug to resolve the issue.